Event description:
I have recently noticed an increase of incorrect blood sugar readings from the continued glucose monitor system; dexcom g7. The sensors have also had many sensor "failure" reading over the past 3 to 6 months. This is not a "lot" issue as this continues despite which batch I'm using. Dexcom reported 50 mg/dl double arrows down. I knew that did not seem right. Did a manual glucose check and I was 139. Thirty minutes my dexcom was registering 57 and my manual finger glucose reading 158.